Event description:
Customer reported issues with the insulin pump. Customer states that she is having errors on her insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No number ramping anomaly was noted on the display. The insulin pump was received with minor scratches on the display window and reservoir tube window, broken battery tube threads, a broken belt clip slot, a cracked case at the display window corners, and a cracked reservoir tube lip.